Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data it was determined that the cause of the discordant tni ul result was due to a blocked base port and waste probe. The fse cleaned the port and probe, verified operation of the sample and reagent probes and successfully ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin I ultra (tni ul) result was obtained on a patient sample. The result was reported to the physician who questioned the result and requested a second sample for analysis. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant tni ul result.